Event description:
During the implantation procedure, lead impedance measurement after first induction shock were abnormally high. Despite no change in the leads connection into the device port, later measurements resulted in normal impedance values, even after a second induction shock.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt model approved under p060027. The analysis is pending.